Event description:
Over the past months, rptr has experienced several problems with the monitors including batteries failing within minutes of installation to total failure of the equipment during a full arrest in the field. The opinions of the staff also weighed into rptr's decision after sorting through their reported experiences and concerns with the accountability of the equipment. The most frequent problem is unit battery failure. Fully charged batteries provide cardiac monitoring for a maximum of 20-30 minutes. (*) additional serial numbers: chargers: b4gwo456f, brgw0455f.